Event description:
It was reported that pt experiences unk post-op condition with calaxo screw. No details have been provided at this time.

Manufacturer narrative:
Prod recall initiated on august 21, 2007. No add'l info is available at this time. If add'l info becomes available, a review of the complaint and a supplemental medwatch report will be completed if necessary.